Manufacturer narrative:
As reported, the 5x40cm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) catheter balloon ruptured at five atmospheres (5 atm) during its initial inflation. Following the balloon burst, the powerflex was removed from the patient. There was no reported patient injury. The device was used during a pta procedure. Initially, a non-cordis guidewire crossed the lesion. When the powerflex was inserted, there was some difficulty when it was delivered to the lesion due to calcification in the part of the stenotic lesion. The device was not returned for analysis due to hospital regulation. A device history record (DHR) review of lot 17597265 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcification) and procedural/handling factors (some difficulty advancing to the lesion) may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the information for safety in the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Addendum for additional information received: the device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). The everest indeflator was used and it was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter was removed easily and was removed intact (in one piece) from the patient. The procedure was completed without patient injury. The 5 x 4 x 80cm powerflex extreme balloon ruptured at five atmospheres (5atm) during its initial inflation. There was no reported patient injury. Initially, a non-cordis guidewire crossed the lesion. When the powerflex was inserted, there was some difficulty when it was delivered to the lesion due to calcification in the part of the stenotic lesion. However, there was no difficulty advancing the balloon catheter through the vessel. The device was used during a percutaneous transluminal angioplasty (pta). The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). The indeflator was used successfully with other devices. Following the balloon burst, the powerflex was removed easily from the patient and was removed intact (in one piece). The procedure was completed without patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17597265 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification and stenosis may have contributed to the reported event. Calcified and stenotic vessels may damage balloon material when attempting to cross a lesion. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17597265 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5x4 80cm powerflex extreme balloon ruptured at five atmospheres (5atm) during its initial inflation. There was no reported patient injury. The device was used during a percutaneous transluminal angioplasty (pta). Initially, a non-cordis guidewire crossed the lesion. When the powerflex was inserted, there was some difficulty when it was delivered to the lesion due to calcification in the part of the stenotic lesion. Following the balloon burst, the powerflex was removed from the patient. The device will not be returned for evaluation due to hospital regulation.